Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). The stm replaced the front end pcb and exec processor pcb. The pm was completed. The stm then completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
During preventative maintenance performed by a getinge service territory manager (stm) on the cardiosave intra-aortic balloon pump (iabp), there was moisture or saline visible at the low level input connector and at the blue trainer connector. There was also saline visible on the front end pcb and exec processor pcb. There was no patient involvement; thus no adverse event was reported.